Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A caller reported via phone call indicating that a customer had issues with a history anomaly on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The caller stated that multiple suspends that the customer did not perform are in the alarm history. The caller was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was programmed with multiple manual boluses were delivered and the correct values were recorded in the bolus history screen and in the carelink report. The blood glucose meter was used and the correct blood glucose meter readings were shown in status screen and the carelink report. No unexpected suspend anomalies or history anomalies noted during our testing. The insulin pump passed pump self test and displacement test. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.